Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it was discarded by the user following use. Additional information regarding this event was obtained that reported that this patient had a percutaneous transluminal angioplasty (pta) and arterial switch operation (aso) procedures prior to impella placement which might result in stenosis of the limb vessel. It was unknown if the limb ischemia was caused by stenosis of the limb vessel or thrombus. The automatic impella controller data logs were returned for analysis. The analysis revealed that the pump functioned appropriately during the entire case. A review of the device history record was performed that revealed that there were no issue related to this failure mode for any pump in this lot. A lot review revealed that there were no complaint for other pumps in this lot relevant to this failure mode. In conclusion, this patient had ventricular fibrillation and was on ECMO which are risks for thrombus formation. Although the thrombus was found on the pigtail upon explant, it is likely that it was from the patient condition and not caused by the impella. There was no evidence the impella can create thrombus. This patient also underwent the percutaneous transluminal angioplasty (pta) and arterial switch operation procedures prior to impella placement which may result in stenosis of the limb vessel and cause ischemia. As the device was not returned for review, the root cause of ischemia was unable to be definitively determined.

Event description:
The complainant reported that the impella lp 2.5 was successfully placed in a (B)(6) male patient on (B)(6) 2018. The patient was successfully supported by the impella lp2.5 pump for 4.7 days. Upon removal of the pump on (B)(6) 2018 a thrombus was found on the pump's pigtail. It was also found that the patient had developed limb ischemia. A percutaneous transluminal angioplasty was performed, which successfully resolved the reported ischemia. The physician was unable to determine the cause of the ischemia, and if it was the result of the stenosis of the limb vessel from the patient's dm (diabetes mellitus) or thrombosis occurring as a result of the impella support. The physician further reported that the patient may have been prone to thrombosis due to the dm. The patient support was reported to have been successful, and the patient was in stable condition.